Event description:
A patient with early alzheimer's disease tripped on the v.a.c. Tubing, fell and hit her head. The patient had to go to the emergency room where she required 20 stitches. The patient did not have any other injuries. The patient's daughter indicated that the patient is legally blind a requires a walker to ambulate. The patient's daughter further indicated that she thinks the tubing came untaped from the patient's leg and became tangled in the walker.

Manufacturer narrative:
Kci medical informed the patient's daughter that the carrying case for the v.a.c. Device has a pocket that holds the coiled, excess tubing to help prevent this happening again. H3: there was no indication that the device malfunctioned. The health care provider indicated that the patient had compliance issues because of early alzheimer's disease.